Manufacturer narrative:
The insulin pump was received with operating currents within spec and passed self test. However, the insulin pump alarmed pump error during rewind due to jammed motor gear box. The insulin pump was unable to perform rewind, seating, basic occlusion, occlusion, force sensor and displacement test due to pump error. The insulin pump was received with minor scratched display window and case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed no motor movement error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.